Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event occurred on an unspecified date in may, and involved a primary plumset that the customer reported to be leaking, unspecified chemotherapy, from the secondary port. The customer reported that they had to call a code orange for extra support because a portion of the spill was on the carpet. Pharmacy was able to clean the restroom floor and the treatment room floor as they are not carpeted. The chemo leak started in the restroom and the patient walked back to the treatment room with the tubing leaking onto the floor so there was a path from the restroom to his treatment room. There was patient involvement, however, no report of adverse event, no patient harm as a consequence of this event.

Event description:
It was reported that the chemo spill on the carpet only occurred once at the facility. There were no further issues reported.

Manufacturer narrative:
Received one open/unused. List #146870489, primary plum set, clave secondary port, clave y-site, secure lock, 103 inch; lot #unknown, one open/unused. Manufacturer unknown, white/orange connector; lot #unknown, one open/unused. Manufacturer unknown, white connector; lot #unknown was received for evaluation on 9/20/21. The set was examined and the connection between the clave and the secondary port was cracked, leaking to an exposed fluid path. The stacked connectors were disconnected from the returned clave, and attached to an ICU medical provided clave/secondary port for a test. A moderate amount bending force was imparted on the connectors, mimicking what may be experienced during normal clinical use, and the junction between the clave and secondary port was able to be cracked open in a manner similar to what was observed in the returned complaint. The complaint can be confirmed, the probable cause is due to unintentional excessive bending force imparted on the secondary port, exacerbated by the long lever arm of the connectors. No lot number was provided, so a lot history review could not be completed.

Manufacturer narrative:
No product samples or videos were returned for evaluation. An image was returned showing a close up of an apparently unused cassette, no damage or anomalies are evident in the image. No lot number was provided, so a lot history review could not be completed. The complaint cannot be confirmed.